Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-01088 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead and the right ventricular (rv) lead exhibited noise. The atrial lead and the rv lead was explanted and replaced. The patient was in stable condition.